Manufacturer narrative:
Field change: g5.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to reservoir herniated. Patient experienced pain. All components were explanted and a tactra device was implanted.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to reservoir herniated. Patient experienced pain. All components were explanted and a tactra device was implanted.